Event description:
It was reported that post an a-fib procedure, the customer stated that the patient experienced an atrial fibrillation prolongation that required an intervention and extended hospitalization. No additional information is available at this time. Follow up to obtain detailed information regarding the event is in process.

Manufacturer narrative:
It was reported that post an a-fib procedure, the customer stated that the patient experienced an atrial fibrillation prolongation that required an intervention and extended hospitalization. On 08/01/2013 additional information was received from the customer and it was stated that patient¿s ablation was performed as an inpatient procedure. The ecgs after the day of the ablation procedure showed an atrial fibrillation, indicating that the ablation was not successful. The patient remained in the hospital to perform an a-fib procedure. Eventually this patient¿s a-fib was rate-controlled with amiodarone, digoxin, diltiazem, and metoprolol. The outcome of this event was reported as improved and the prognosis for the patient was stable. The patient was discharged from the hospital with medication and physician recommendations. The physician¿s opinion regarding the causality of adverse event was possible procedure related. The patient¿s baseline condition was: coronary artery disease post non-stemi in (B)(6) 2011; also has drug-eluting stents in her right coronary artery as well as the med left anterior descending artery. Hypertension, dyslipidemia, diabetes mellitus (type 2), and cardiomyopathy. This report was initially submitted to the FDA on 8/30/2013 and got stuck in ack 2 of 3 showing as status of subm. Description: ¿cdrh has received your submission¿. However, on 09/02/2013, our it department informed us that the report did not go through. For this reason, this report is being resubmitted. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Product analysis could not be conducted since the device will not be returned for analysis according to the customer. DHR was not performed because lot number was not provided by the customer. If additional information is received, a supplemental 3500a report will be submitted to the FDA. (B)(4).